Manufacturer narrative:
The manufacturer previoulsy reported receiving information alleging a ventilator was failing a test step. There was no harm or injury reported. The device did not fail a test step, the device was alarming for an unamed "service required code". The device was returned to the manufacture for evaluation and a service required code was observed in the downloaded event log, however, this code would not cause the device to malfunction or deliver therapy as designed.

Event description:
The manufacturer received information alleging a ventilator was failing a test step. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.